Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a trans ischemic attack occurred post procedure. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2017. A 27mm watchman closure device was successfully implanted and the patient was discharged home the following day. In (B)(6) 2017, the patient was admitted to the hospital and was subsequently diagnosed with a trans ischemic attack (tia). The patient underwent a computed tomography (CT) scan of the head which showed no acute changes, and the transesophageal echocardiogram (tee) of the heart was negative for thrombus. Magnetic resonance imaging (MRI) was not completed due to the presence of pacer. The patient was diagnosed with a tia related to atrial fibrillation. No residual deficits were noted.